Manufacturer narrative:
Update section g5.  Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta.   The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery was provided for review. Due to the unavailability of the delivery system, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis.  All pv testing passed specification.  These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history review was unable to be performed as no work order was provided.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system withdrawal difficulty was unable to be confirmed as neither the device nor applicable procedural imagery was provided. A review of the manufacturing mitigations supported that the commander delivery system has proper inspections in place to detect issues related to the reported event, and no labeling/IFU/training inadequacies were identified. Per report, ¿the valve and sheath was unable to be pulled back thru the stent. The presence of calcification can create a challenging pathway for the delivery system retrieval, which can lead to resistance during withdrawal through the sheath. In addition, there was difficulty advancing the sheath due to the previously implanted stent. It is likely that the challenging pathway created by the calcification and the previously implanted stent resulted in difficulty retrieving the delivery system and valve. As such, available information suggests that patient (existing stent/calcification) factors may have contributed to the reported events; however, a definite root cause cannot be determined at this time. Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment and corrective/preventative actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, the valve was unable to be advanced through the distal aorta.  The sheath was unable to be advanced due to calcium and previously implanted stent in the right common external iliac. A decision was made to insert the s3 valve through the sheath for implant but the valve was unable to be pass through the distal aorta.  The valve was unable to be pulled back through the patient's pre existing stent in the right common iliac and into the esheath. A decision was made to implant the valve in the distal aorta above the iliac bifurcation with stents to hold the s3 leaflets open. The patient was in stable condition. The patient is scheduled for a possible transaortic case.